Event description:
The customer reported to baxter (B)(4) one (1) light sensitive drug set with holes in the packing (pouch). There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "damaged sterile packaging" was confirmed, however an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).